Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 18fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.